Manufacturer narrative:
Customer stated that the sodium discrepancies occurred after calibration verification material (cvm) was run. The customer also stated that the sodium value was higher than expected but from the data received it appears that the sodium recovery was running low. From the data received, there is evidence of benzalkonium interference. It appears that contaminated occurred between calibrations which indicates that the system was cleaned with a benzalkonium type chemical. Once a benzalkonium type chemical is introduced to the system, the system will go into benzalkonium retrocal because the sodium sensor becomes unstable. Benzalkonium is a known interfering substance as listed in the rp500 operator's manual.

Event description:
Customer reported discordant sodium results when compared to other analyzers. A customer at (B)(6) had a sodium sensor on a rp500 serial number (B)(4) that either gave no result or resulted with a lower than expected value. When the sample was repeated on system (B)(4) or another blood gas system, the expected result was obtained. There was no report of injury due to this event.